Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-sep-01 reported the patient's pump was replaced due to the pump stopping, and the patient was in an automobile accident. The patient noted they did not specifically know what the issue was with the pump, and were inquiring why the pump quit. It was noted that once analysis was complete, the manufacturer would contact the patient with results. It was noted that the situation was resolved. There were no further complications reported.

Manufacturer narrative:
Analysis of the pump identified electrochemical migration across the electrical feed-through insulator which caused an electrical short.(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 1 mg/ml morphine at a dose of 0.2498 mg/day via an implantable pump for spinal pain. It was reported that a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The pump status and/or event log reported that a motor stall occurred. There was a stall and recovery on (B)(6) 2017, a stall on (B)(6) 2017, and tube set on (B)(6) 2017. It was stated that the patient was more agitated as a symptom. It was considered a sudden change in therapy/symptoms. There were no further complications reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-jun-05. It was reported that the replacement took place on (B)(6) 2017.

Manufacturer narrative:
Corrected information: sex. Date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction - added information regarding remedial action. If information is provided in the future, a supplemental report will be issued.